Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor, urinary dysfunction/sacral nerve stim. It was reported that at least 6 months ago the patient noticed that when they turned their therapy back on after a surgery it was more harsh than it had been before and they felt it in a different place. The patient also said that they had lost 100 pounds and their bladder dropped too. Patient said their bladder dropped and they needed to go in and "pull all that up". Patient wanted to know if the implant could have moved. Agent reviewed information. The issue was not resolved through troubleshooting. The caller was redirected to their healthcare provider to further address the issue. Email sent to patient with physician listings.